Manufacturer narrative:
Main investigation conclusion. The reported event of the ubc caught fire can be confirmed. Visual inspection of the returned ubc-53021 revealed a green residue on the contact block in slot 1. A green residue was also observed on the bottom of the ubc near the ac power connector. The ubc was disassembled and significant amount of green residue was observed inside the device. There were multiple locations were burned components were confirmed. Visual inspection also revealed multiple areas were the damage appeared consistent with fluid ingress. The damaged parts were replaced and the device was tested with the new parts installed. The ubc passed testing and will be returned to the customer. Incidental findings: multiple burned areas/components were observed. Visual inspection also revealed multiple areas were the damage appeared consistent with fluid ingress. Heartmate 3 patient handbook, rev d, and heartmate 3 instructions for use, rev f, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate universal battery charger (ubc) alarms are documented in the ubc instructions for use, rev. B - sec 5.2 charger related advisory messages. Keeping the hmii universal battery charger (ubc) away from water or moisture is documented for the customer in the ubc instructions for use, rev. B - p.2 "keep the ubc away from water or moisture". The device history records were reviewed and the records revealed the ubc was manufactured in accordance with manufacturing or qa specifications no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into clinic on (B)(6) 2021 and reported their battery charger caught fire over the weekend. The patient reported waking up at ~0300 to the smell of smoke. During their investigation around the house, they noticed the battery charger was not charging. Their partner turned the power switch off, then back on and that is when flames came from the battery charger. The fire department came out to assess and they had an electrician come the next day who assessed and tested outlets; all of which was normal. They deny having any recent power surges, electricity outages or liquid spills on or near the universal battery charger (ubc). On inspection, the charger was clean other than the fire damage. When they brought their battery charger into the clinic, visible fire damage of charger pocket 1 and the battery that was in the pocket at the time of the event was revealed. The other battery that was in the charger at the time of the incident did not have any visible damage. The patient removed the battery charger and affected batteries from use and had brought them along to the clinic. These items were replaced from the hospital supply.

Manufacturer narrative:
Main investigation conclusion the reported event of the ubc caught fire can be confirmed. Visual inspection of the returned ubc-53021 revealed a green residue on the contact block in slot 1. A green residue was also observed on the bottom of the ubc near the ac power connector. The ubc was disassembled and significant amount of green residue was observed inside the device. There were multiple locations were burned components were confirmed. Visual inspection also revealed multiple areas were the damage appeared consistent with fluid ingress. The damaged parts were replaced and the device was tested with the new parts installed. The ubc passed testing and will be returned to the customer. Incidental findings: multiple burned areas/components were observed. Visual inspection also revealed multiple areas were the damage appeared consistent with fluid ingress. Heartmate 3 patient handbook, rev d, and heartmate 3 instructions for use, rev f, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate universal battery charger (ubc) alarms are documented in the ubc instructions for use, rev. B - sec 5.2 charger related advisory messages. Keeping the hmii universal battery charger (ubc) away from water or moisture is documented for the customer in the ubc instructions for use, rev. B - p.2 "keep the ubc away from water or moisture". The device history records were reviewed and the records revealed the ubc was manufactured in accordance with manufacturing or qa specifications no further information was provided. The manufacturer is closing the file on this event.